Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in both common femoral arteries using five proglide devices via 5f and 6f sheaths using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, the proglide plunger would not depress on five proglide devices. A total of ten additional proglide devices were used to achieve hemostasis at the right and left common femoral arteries. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The failure to deploy the plunger was not confirmed as the plunger was successfully deployed during returned device analysis. In the absence of a confirmed failure mode a conclusive cause for the reported difficulty could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Returned, unused, sterile proglide devices were successfully tested and no malfunction was noted.